Manufacturer narrative:
Three attempts were made to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the imaging issue was caused by a broken digital video input cable. However, the cause of the broken cable was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus while using the evis exera iii video system center, there was no image displayed. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Additional information provided by the customer about troubleshooting. The customer reported that the evis exera iii video system center (cv-190) does not display images. The customer connected the evis exera iii video system center (cv-190) to the monitor with a dvi cable via a boom (manufactured by another company). The customer examined the dvi connector and confirmed that the connector connecting the dvi cable to the boom (an external product) was broken. Images could be acquired by changing the dvi connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.